Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error; which was detected during normal use. The alarm occurred every four hours. Completed troubleshooting and power loss alarm appeared and cleared. Advised customer to monitor device and call back if issue persist. The customer's blood glucose was 116mg/dl.